Event description:
Boston scientific crm received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) developed endocarditis on a valve and the device will be explanted. Additional information indicated that this patient is in the intensive care unit. No further information is currently available.

Manufacturer narrative:
Our records indicate that this device remains implanted at this time. If additional information is received, this report will be updated.